Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, there was no problem detected; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a cystoscopy procedure, the scope kept getting stuck and not retracting when bending the scope. There were no reports of patient harm.